Event description:
On 14th september, 2022 getinge became aware of an issue with one of surgical lights - powerled. It was stated the keypad membrane was damaged with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of describe event or problem# field deem required. This is based on the internal evaluation. #b5 previous describe event or problem: on 14th september, 2022 getinge became aware of an issue with one of surgical lights - powerled. It was stated the keypad membrane was damaged with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected describe event or problem: on 14th september, 2022 getinge became aware of an issue with one of surgical lights - powerled. It was stated the paint was peeling and keypad membrane was damaged with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
On 14th september, 2022 getinge became aware of an issue with one of surgical lights - powerled. It was stated the paint was peeling and keypad membrane was damaged with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated the paint was peeling and keypad membrane was damaged with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to the information provided by the getinge service technician, the damaged keypad membrane was replaced. It was established that when the event occurred, the surgical light did not meet its specification due to a damaged keypad membrane, resulting in missing particles and paint chipping, which contributed to the event. Upon the event occurrence the device was not being used for patient treatment or diagnosis. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the paint chipping is moderate and very low for damaged keypad membrane, resulting in missing particles. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual (powerled¿s instructions for use 01581 rev. 9, page 27) includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid collisions between devices (powerled¿s IFU 01581 rev. 9, page 27). Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. A root cause analysis for damaged keypad membrane, resulting in missing particles was also performed by subject matter experts who concluded that the keypad peeling off is a normal wear at this location. In the chapter daily inspections before use the user manual (powerled¿s IFU 01581 rev. 9, pages 20-22) mentions to check that the keypad is in good condition. As soon as a default is noticed on the keypad membrane, its replacement must be performed. The film protection is available as spare part. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).